Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians noticed an obvious decline in the patient's auditory performance on (B)(6), 2010. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Testing revealed all channels except of channel 11 with status hi.